Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to confirm or replicate the complainant¿s experience. In the absence of the event unit, applied medical is unable to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the nature of the failure and the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: laparoscopic splenectomy. Hospital [name]. This surgery has been covered as an evaluation through our customer [name], our field team [name] was present during the surgery but unfortunately the inzii bag was not collected for return. In the surgery a inzii 12/15mm retrieval system was introduced through a kii z-thread trocar in order to remove the splinge from the cavity. The organ was already fully dissected and ready to be removed. Once the surgeon introduced the inzii device and deployed the mechanism, the bag was thrown into the abdominal cavity by itself, it did not remained attached and opened with the system, hence the surgeon removed the bag from the cavity and another inzii retrieval system 12/15mm from the same lot # was used with no problem and the splinge was introduced and removed correctly from the cavity. The procedure was completed successfully." Device disposed of after the surgery and is not available for return. Additional information received via email on 22mar2021 from [name]: the device was fully inserted through the trocar into the abdominal cavity. And they did tried a few times to deploy the mechanism of the retrieval system, with no success. Additional information received via email on 22mar2021 from [name]: the prongs were deployed, but they were not opened or separated the prongs were together. Patient status: good. Type of intervention: another inzii from same lot use to complete the case.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic splenectomy. Hospital [name]. This surgery has been covered as an evaluation through our customer [name], our field team [name] was present during the surgery but unfortunately the inzii bag was not collected for return. In the surgery a inzii 12/15mm retrieval system was introduced through a kii z-thread trocar in order to remove the splinge from the cavity. The organ was already fully dissected and ready to be removed. Once the surgeon introduced the inzii device and deployed the mechanism, the bag was thrown into the abdominal cavity by itself, it did not remained attached and opened with the system, hence the surgeon removed the bag from the cavity and another inzii retrieval system 12/15mm from the same lot # was used with no problem and the splinge was introduced and removed correctly from the cavity. The procedure was completed successfully." Device disposed of after the surgery and is not available for return. Patient status: good. Type of intervention: another inzii from same lot use to complete the case.